Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the first device jaws locked on tissue. The surgeon pried the device off the tissue by manually opening the handle. A pear-shaped clip was noticed in the jaws. A second device would not work and it was noticed to have double feed clips in the jaws. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient reported.